Event description:
Reportedly, the surgeon was using a wolf kleppinger forcep. The device was plugged into the macro-bipolar port. The surgeon was trying to dessicate a vessel and cut a hole through the vena cava. Pt experienced 1300 cc blood loss. Damage was repaired and pt recovered.